Event description:
Pt treated with focal ablation for barrett's esophagus. Mucosal bleeding was noted after the procedure, and stopped with a single endoscopic clip. There was no reported malfunction for the device, and no association between the event outcome and the device performance could be established.